Event description:
It has been reported to philips that the system will not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there impossibility to start the system. During troubleshooting fse found that hard disk drive (hdd) was corrupted in the host pc. Fse replaced the hard disk drive in the host pc and restored system from a backup. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.